Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from the patient's representative (pt rep) that the patient has been placed in a nursing home because they can't move. The patient didn't feel like the deep brain stimulation (dbs) was working. They last charged on sunday, august 24th, and the battery is still showing the same (full). Patient went to the doctor on august 6th and they started a new medication but found they couldn't move by day four. By the 13th, pt rep thought the patient looked like they had a stroke. A caregiver came on the 14th and agreed patient looked like they had had a stroke, so they took them to the emergency room. Patient was in the hospital august 16th and 17th. They were moved to a nursing home the next day. The patient didn't have a remote to turn the therapy on or off. Agent had pt rep connect the recharger to the stimulator and it showed the stimulation was off. The issue was not resolved through troubleshooting at the time. Pt rep was redirected to the patient's healthcare provider (hcp) to further address the issue. Additional information was later received from the pt rep who was asking if there was a way to tell the date of therapy on/off activations. Information was reviewed with pt rep. The pt rep repeated information from original call and said that patient¿s therapy had been discovered to be off and patient was faithful about keeping dbs implant charged. Pt rep said that since patient saw the hcp on august 6th and started experiencing symptoms right afterwards, they suspected that the hcp had accidentally turned off the patient's therapy. Pt rep said the issue had been resolved, that the manufacturer rep had assisted them in turning therapy back on. Pt rep mentioned that when therapy was turned back on, patient could immediately move their hand. Additionally, patient now had a controller to adjust stimulation.